Event description:
It was reported the marathon catheter was left in the pt after an avm embolization with onyx. Several attempts to retrieve the catheter were unsuccessful and physician decided to leave it in the pt. The report noted the pedicle was very tortuous and onyx reflux was evident. The pt status is reported as "good" following the procedure.

Manufacturer narrative:
The catheter in this case could not be returned for evaluation. Based on the initial report, the device does not appear to have malfunctioned. The likely cause for the catheter got entrapped was the large amount of onyx reflux. The onyx avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm".